Event description:
It was reported that pump displayed malfunction alarm and customer sought assistance. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and customer was advised to continue using pump and to call back if malfunction alarm returned, which customer acknowledged and understood.